Event description:
The caller reported a size 6low pressure cuffed tracheostomy tube was put into the pt (B)(6) 2011. On (B)(6) 2011, the pt was not able to user her passi-muir speaking valve. When caller removed the tube she found the cuff to be in an unusual trumpet shape rather than the expected normal deflated cuff. She said she reinflated the cuff outside the pt and it held pressure, but when she deflated it, it took on the strange trumpet shape again. She said the pt no longer needed the positive pressure so she replaced the tube with a size 6 cuffless tube.